Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing for unknown diagnostic procedure the camera head image disappeared temporarily. When plugged in, there was glitch on the screen, and it was jumping. The image was lost but then it was restored. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The olympus service center confirmed the user's event of the image displaying intermittently which occurred due to a faulty charge-coupled device (ccd). In addition, the evaluation found a slice on the cable and a smashed connector tip. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the ccd failure could not be determined at this time. Olympus will continue to monitor field performance for this device.